Manufacturer narrative:
The reported event of abnormal bleeding from the access site could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 14f amplatzer torqvue was used to implant an amulet. Access was gained in the right femoral vein and the device was implanted without issue. Upon removal of the delivery system, abnormal bleeding from the access site was observed. Upon further investigation, it was determined that there was a tear in the vein. The tear was fixed with a stitch and compression. The patient is recovering, no patient consequences was reported.